Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and after the reset, the same malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to call back if the issue reappeared.